Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017, or the surrounding days. There were no irregular bolus requests made. Cartridge change sequence was completed on (B)(6) 2017. Basal rate was set to .75 u/hr throughout the entire day. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 (mg/dl) and had a seizure. The customer believes the pump over delivered. The customer went to the emergency room (ER). While in the ER for 15 hours the customer received glucose and fluids intravenously. The customer stated they were in stable condition upon leaving the ER. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.